Manufacturer narrative:
Initial reporter is a mitek sales representative. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the grasping wire was bent. It is possible that the surgeon excessively leveraged the device while grasping suture under tension therefore causing the grasping wire to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure the ideal suture grasper 30 degree tip was defective. The case was completed with another like-device with no patient harm, but a two (2) minute delay to open the new device. This report is for an ideal suture grasper 30 degree. This is report 1 of 1 for (B)(4).